Event description:
It was reported that upon being implanted, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. During initial testing of the system, shock impedance measurements were found to be high and out of range. The vector breakdown showed impedance measurements within range at a different coil and was reprogrammed, and a defibrillation threshold test was successful at 26 joules. Technical services (ts) was consulted to confirm that this lead within the system was able to be used. Ts determined the lead was usable and recommended using the reprogrammed vector coil as the previous vector coil had impedance measurements out of range but are now within range. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.